Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via manufacturing representative regrading a patient undergone thoracic¿lumbar pedicle screw fixation for compression fracture of the 12th thoracic vertebra (t12). Locking screw fixing the cross rod was broken. No patient symptoms or complications as a result of this event. No treatment or additional surgery performed as a result of this event. No further complications were reported/anticipated.